Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 07/2021).

Event description:
It was reported that as the venous catheter was being inserted through the 4/5 slender introducer sheath the electrode twisted and elongated. Therefore, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one catheter system. The protective sheath was absent/removed from the venous catheter. The distal magnet array on the venous catheter appeared bent. Catheter surrounding the magnets appeared elongated and there was space between magnets in the array. The investigation is confirmed due to the fact that the sample evaluation found evidence of material deformation. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 07/2021),

Event description:
It was reported that as the venous catheter was being inserted through the 4/5 slender introducer sheath the electrode twisted and elongated. Therefore, the device was removed and replaced. There was no reported patient injury.